Manufacturer narrative:
H10: manufacturing review: the lot number for the device was provided, and a device history record was performed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001607247 was performed and no recorded quality problems or rejections related to this incident were found. The product was inspected during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release were met. H10: investigation summary: one catheter and one veress needle were received by our quality team for evaluation. During evaluation, particulate was observed through the packaging. We were unable to confirm the source. Therefore, the foreign matter reported failure mode was confirmed but the root cause is unknown. The supplier was notified and requested for investigating the reported failure to determine a possible root cause. H10: b5 (describe event or problem), d10 (device available for evaluation), g4 (date received by manufacturer), g7 type or report - follow up# 1), h2 (correction, additional information, and device evaluation), h4 (device manufacture date) h11: h6 (type of investigation, investigation findings, and investigation conclusions) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a piece of plastic was found on the needle tip of the safe-t-centesis tray kit when it was pushed through the catheter. It was further reported that the catheter was difficult to deploy. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: b3: date of event: the date of awareness was entered in the date of event field as the actual date of event is unknown. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a piece of plastic was found on the needle tip of the safe-t-centesis tray kit when it was pushed through the catheter. It was further reported that the catheter was difficult to deploy. There was no reported patient injury.